Event description:
During a turp procedure, the loop allegedly would not cut properly. Doctor switched to a 2nd loop with the same results. Doctor then replaced the esu, the cable, the grounding pad, the resectoscope and the loop and it finally worked. The procedure was delayed for 30-45 minutes and consequently pt experienced excessive bleeding.